Event description:
It was reported during a routine check, the cardiosave intra-aortic balloon pump (iabp) batteries do not charge. There was no patent involvement.

Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) unit batteries do not charge.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, e1(site country, event site postal code - 08907), g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings and investigation conclusions), h10, h11. Corrected fields: d5, e2, e3, g2. A getinge field service engineer (fse) states the unit is detected outside the cart, the unit positioned inside the cart and the battery charge.unit returned to customer for clinical use.